Manufacturer narrative:
The investigation determined that imprecise vitros phyt quality control results occurred when processed on the vitros 5600 integrated system. The definitive root cause could not be determined; however user error in the handling of control fluids, user error in the use of expired immunowash fluid or an analyzer issue could not be ruled out. The root cause of the event is unknown.

Event description:
This customer observed imprecise, low biased phenytoin quality control results using vitros chemistry products phyt slides on a vitros 5600 integrated system. Biased patient results of the direction and magnitude observed could lead to inappropriate physician action should they occur on patient samples. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4)